Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was not flashing and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. The pad device fails on (B)(6) 2010 because of a low battery. A new pad-pak was installed on (B)(6) 2011, after which multiple events occur until (B)(6) 2011 when the memory becomes full. Another pad-pak is inserted on (B)(6) 2011 and the device performs to specification to (B)(6) 2012. The device fails again on (B)(6) 2012 for a low battery. The problem with the device was attributed to a fault in the membrane. There is sufficient evidence to show the device is being stored in a location where it is exposed to extremely low temperatures. This has been known to have a detrimental effect on the device membrane. The pad pack, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.